Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Event description:
It was reported that the patient's blood glucose levels rose to 400 mg/dl while wearing the pod between 5 and 24 hours. The patient attempted to administer three correction boluses using the pod; however, this did not bring the blood glucose levels down within range; the patient then contacted a diabetes nurse who advised the patient to remove the pod and replace it with a new one. When the pod was removed from the infusion site (abdomen), the cannula was found to be bent. As treatment a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.